Manufacturer narrative:
It is not known at this time whether the device caused or contributed to the event. Additional information is pending.

Event description:
It was reported that the patient was revised in 2007. Primary surgery date is unknown. The surgeon decided to exchange only the poly insert.